Manufacturer narrative:
Device is a combination product.

Event description:
Reportable based on device analysis completed on 30-oct-2018. It was reported that crossing difficulties were encountered. The target lesion was located in the moderately tortuous and severely calcified left circumflex (lcx) artery. Following pre-dilation, 3.00 x 20mm synergy stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device and no patient complications were reported. However, returned device analysis revealed stent damage. Synergy ous mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to the mid-section and distal end of the stent with stent struts lifted. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple hypotube kinks. The hypotube kinks noted which were not mentioned in the complaint event most likely occurred as a result of unintentional use error during post procedure handling or re-packaging of the device. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.